Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, rpid succession, using separate finger sticks. Her results were 63 mg/dl and 100 mg/dl. She did not have any symptoms. A control solution test was in range, 124 (94-141).